Event description:
Bed found tagged "not working". No injury reported.

Manufacturer narrative:
Technician found the bed tagged "not working". Isolated the problem to head end of bed drifting all the way down. Replaced the head down hydraulic valve solenoid to resolve this issue.